Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The steroid plug was noted to be displaced. The cause of the displacement could not be determined.

Event description:
It was reported that during implant, the physician had difficulty finding a lead placement with acceptable r-wave amplitude. The lead was implanted when an acceptable placement was found. One day post-implant, the r-wave amplitude had dropped and loss of capture was noted. The lead was explanted and replaced. After removal, the physician noted material, believed to be silicon, in the helix of the lead that was preventing good contact between the lead and the myocardium. The patient was in good condition following the procedure.